Event description:
The doctor reported that three staff members experienced a possible allergic reaction, when they came in contact with jeltrate impression material, while they were learning to take dental impressions on each other. Two of them have blisters on the corners of their lips and sensitivity also inside their lips. One person has just sensitivity.